Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to claim that on (B)(6) 2013 he removed the sensor and there was no wire at all. Patient claims the area is red and irritated.at the time of contact with dexcom technical support, patient reported he felt okay.dexcom has issued an rga for patient to return the device to be investigated.